Event description:
The customer reported to olympus that germs were found on the evis exera iii colonovideoscope. The sampling occurred at reprocessing. The customer declined to provide further details including what germs were found. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for microbial growth testing and no organisms were detected. The device was evaluated. The device failed the air/leak test. Due to damage to the right/left and up/down knobs and a crack on the distal end, water tightness was lost. The air/water and suction cylinders were discolored. Do to a burn on the distal cover, the insulation resistance value at the distal end did not meet the standard value. Both the objective and light guide lens were cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The customer did not provide the reprocessing steps performed at the user facility; therefore, it is unknown if the customer deviated from the instructions for use. Based on the results of the investigation, a root cause could not be determined. Based on the results of the investigation, the relationship between the positive culture and the device cannot be confirmed. Growth of microorganisms was found through culture testing by the user, however, the customer did not provide those results and the additional testing performed on behalf of olympus, did not detect any microorganisms. The root cause cannot be identified. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor field performance for this device.